Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed heavy impact marks, scratches and scuff marks. No fracture was seen on the spring mechanism. The 3.0 mm hole exhibits heavy wear indicative of use. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Investigation results concluded the most likely root cause of the event is normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the during preparation of the instrument a defect was noticed. The guide wires could not be gripped.